Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v010442, implanted: (B)(6) 2006, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3389s-40, lot# v010442, implanted: (B)(6) 2006, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2006, product type extension (B)(4).

Event description:
A manufacturing representative reported the patient was seen by a health care provider (hcp) from (B)(6) 2015 for review of results from a recent MRI and evaluation of their underlying diagnosis. The patient had concern regarding their underlying diagnosis based on their last evaluation. The patient had not responded to 1600 mg per day of levodopa. The patient continued to fall including a fall that resulted in a scalp laceration and a visit to the emergency room. The hcp stated the patient was misdiagnosed and the leads had been misplaced. The hcp suspected the patient had multiple system atrophy (msa) and that was the reason for the failed response to deep brain stimulation (dbs) and the anti-parkinson medication. The patient's primary hcp stated the patient had parkinson's disease for over 20 years and the patient was not misdiagnosed. The primary hcp stated that if the patient had msa, they would no longer be living. The patient's indication or use is parkinson's disease and movement disorders. The patient had been reprogrammed several times and impedances had been measured to be normal. Patient symptoms included frequent awakenings at night, vertigo, visual disturbances, seeing circles, and having double vision. The patient had problems including hyperlipidemia, hypertensive disorder, and diffuse disease of coronary artery. Past medical history included arthritis, deep vein thrombosis, a heart attack in 2013, heart problems, hospitalizations, hyperlipidemia, hypertension, mini-stroke and a triple by-pass in 1996. The patient also had mrsa and was prescribed moxifloxacin. The patient also had hallucinations, but they stopped after the patient stopped taking requip. The hcp stated the patient may have had a cerebellar stroke that further worsened their gait and balance problems. The hcp recommended the patient focus of rehabilitation therapies to improve safety and quality of life.